Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) to review the stored events on this cardiac resynchronization therapy defibrillator (crt-d). Upon review, ts observed low bi ventricular pacing percentages due to the device programing. In addition, a slight delay was noted in the left ventricular (lv) pacing compared to the right ventricular (rv) pacing. Ts determined that this could be related to possible fusion beats and loss of capture (loc) in both the lv and rv channel. This crt-d remains in service. No adverse patient effects were reported.